Manufacturer narrative:
The clips remain in the patients. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Dates estimated, the UDI number is not known as the part and lot number were not provided the additional patient deaths and patient effects reported in the article are captured under separate medwatch reports. Article titled, "effect of chronic kidney disease on 5-year outcome in patients with heart failure and secondary mitral regurgitation undergoing percutaneous mitraclip insertion."

Event description:
This is filed to report the clip detaching from one leaflet. This article was a retrospective study aimed to evaluate the independent prognostic value of chronic kidney disease (ckd) in a large series of patients with secondary mitral regurgitation (smr) who underwent mitraclip treatment. Complications identified single leaflet device attachment (slda). The article concluded that preoperative ckd was common, and it was the strongest independent predictor of 5-year adverse outcome. The present results can help to better define another predictor of outcome and what benefits to expect from percutaneous mitral valve repair (pmvr) of smr within the broad spectrum of hf presentation. Details are listed in the attached article titled, "effect of chronic kidney disease on 5-year outcome in patients with heart failure and secondary mitral regurgitation undergoing percutaneous mitraclip insertion". No additional information was provided.

Manufacturer narrative:
The devices were not returned for analysis. Additionally, a review of the lot history record and the similar complaint review could not be performed as the part and lot information regarding the complaint devices were not provided. Based on the information reviewed and due to limited amount of information available and the article covering multiple patients, a cause for the reported single leaflet device attachment (slda) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a